Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide, glucose hexokinase_3 and enzymatic creatinine results. The customer stated that quality controls were within range. The customer stated that presence of bubble(s) in sample could be the potential cause of the event. No other samples had similar issue. No additional maintenance or intervention was performed on instrument. The cause of the discordant carbon dioxide, glucose hexokinase_3 and enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2017-00640 was filed for the same event.

Event description:
Discordant falsely low carbon dioxide, glucose hexokinase_3 and enzymatic creatinine results were obtained on one patient sample on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant carbon dioxide, glucose hexokinase_3 and enzymatic creatinine results.